Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an inspection was conducted for 6 days in accordance with olympus standards, and no abnormality was found due to normal operation; therefore, the cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center had no image, only the color bar showing on the monitor after connecting the camera head. The issue was observed during maintenance; therefore, no procedure or patient harm was associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. The device was under observation for six days and the image issue was unable to be replicated. There was no problem with the image or touch screen display panel. Evaluation did find the light intensity was lower than the standard and dust was found inside of the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.